Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad response was confirmed through further evaluation. While analyzing the processor printed circuit board (pcb), it was found after the keypad was pressed, there was a busy signal of a prolonged duration. This condition was determined to have been caused by a failed component on the processor pcb. The processor pcb was replaced.